Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the issue was resolved when they loaded another exam. The software investigation found that the behavior described is the intended behavior of the software. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the images they were loading via electronic picture archiving and communication systems (pacs) the images were coming over dark. The manufacturer representative confirmed that the issue was resolved when they loaded another exam. No patient was present at the time of the event.